Event description:
It was reported that the patient presented to the hospital for a device changeout procedure. Device interrogation prior to procedure noted that the right atrial (ra) lead was oversensing noise leading to inappropriate mode switch episodes. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.